Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - e1(initial reporter and event site email). A getinge field service engineer (fse) replaced the battery and completed a full pm service. All tests passed to factory specifications. Replaced safety disc as was due as per protocol.

Manufacturer narrative:
Updated fields - b3, b4, g3, g6, h2, h11. Corrected fields - g2.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) failed battery run test. There was no patient involvement.